Event description:
The customer was running two pt samples with three tubes each. The customer stopped the carousel manually. The software then prompted the customer to re-assign the carousel identification but did not alert him that the position of the tubes had been changed in the carousel setup window. The carousel was then restarted without manually reordering the tubes in the carousel. The customer noticed that the second pt ID had been reassigned to the first specimen. The customer noticed the issue prior to reporting any results out of the lab.